Event description:
Reportedly, two months after implantation of the pacemaker involved in this MDR report, the patient went to the hospital emergency because of syncope. The physician realized that the pacemaker was not working properly: it was not possible to interrogate the pacemaker, there was failure of capture and the pacemaker operated when the magnet was applied. The device was explanted and returned for analysis. Another esprit pacemaker was successfully implanted.

Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. Analysis is pending.